Event description:
It was reported that the patient had a change in therapeutic effect. The patient was experiencing leg tremors and was very irritable. The onset date of the symptoms was unknown and there were no audible pump alarms. A one-time dose of oral baclofen was administered the day prior to the report with no patient response. The pump was infusing baclofen (unknown). Additional information received reported that the patient was hospitalized as a result of the event. It was unknown if the pump, catheter, or drug was related to the patient¿s condition. The patient was alive with no injury at the time of the report. Additional patient symptoms included a fever and increased spasticity. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available

Manufacturer narrative:
Concomitant products: product ID: 8591-38, lot# d14204, implanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).